Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high for 2 months. The blood glucose ran as high as 400 mg/dl and the customer treated with the insulin pump and with manual injections. The customer reported a limit to the possible insertion sites due to an abdominal surgery. The drive support cap appeared normal and recessed. The customer changed the time to the correct time over the phone, for daylight savings time. The basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. The customer was advised to follow up with a health care professional regarding the high blood glucose.